Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. No reported adverse impact to the customer¿s blood glucose. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
B5, h6 (remove 2917).

Event description:
It was reported that the pump battery was unable to charge despite using multiple power sources.